Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The error was cleared using ap vision software. The archive data indicated the occurrence of system error 132 (internal watchdog timeout), confirming the complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the complaint. Since this is the first time the platform is showing a system error 132, the error was cleared by clicking "initialize device", reloading the firmware using ap vision software, and then pressing restart. Then, performed a run_in test using the lrtf to ensure that the system error is not replicable. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).